Manufacturer narrative:
The customer¿s report of propofol infusing faster than expected was not confirmed. The pcu event log shows that propofol 1000mg/100ml infused for approximately 1 hour and 3 minutes at 7.38ml/hr and then for approximately 37 minutes at 5ml/hr. There were multiple air in line alarms and 4 flo stop open events with the infusion being restarted after each. The volume recorded as being infused for the propofol infusion was 10.648ml. The starting volume of the fluid container cannot be determined through device logs. The pump module and disposable set were not returned for investigation. The root cause of the reported event was not identified. Devices not received, log review only.

Event description:
The customer reported that a propofol 1000 mg/100 ml infusion ran faster than expected. Prior to the event, the patient was sedated and on a ventilator. No patient harm was reported as a result of the event, and no specific patient details were available.